Event description:
It was reported that the right atrial (ra) lead had intermittent undersensing and failure to track which resulted in exercise intolerance for the patient. The sensitivity was adjusted to the most sensitive setting and post-ventricular atrial blanking (pvab) period was set to partial. Far field r-wave (ffrw) was seen in the blanking, but p-wave undersensing was not longer seen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: rvdr01 implantable pulse generator (B)(6) 2012 5086mri52 implantable pacing lead (B)(6) 2012. (B)(4).